Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. An extraction aid was found in the lead. The insulation was found damaged 36.5 cm distal to the is-1 connector pin and the lead tip deformed. These damages probably occurred during the explantation procedure. No further anomalies were found that might have contributed to the reported failure to capture. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Combination product: yes.

Event description:
This ra lead was explanted due to failure to capture. No adverse patient events were reported. Should additional information be received, this file will be updated.